Event description:
It was reported that the indication for intra aortic balloon (iab) use was coronary intervention. While in the cath lab the iab was inserted via the sheath into the left femoral artery. The insertion was "relatively smooth" through the sheath and into the aorta. Under fluoroscopy the staff could see that the membrane was not inflating completely. As a result, the iab and sheath were removed as one unit, and another iab was inserted in the same insertion site.

Manufacturer narrative:
(B) (4). Follow-up report will be filed if additional information becomes available.